Event description:
During an atrial fibrillation procedure, the sheath was perforated during use. A brk needle was inserted into the sheath but could not be pushed through distal end. After applying more pressure, the brk needle perforated the sheath. The sheath was replaced and the issue was resolved. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion issue and device perforation remains unknown.